Manufacturer narrative:
Per email, "top of the bag where the hose goes into the main drainage bag the urine is leaking from the hole. The hole is not sealed properly and is causing leakage." It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Per email, "top of the bag where the hose goes into the main drainage bag the urine is leaking from the hole. The hole is not sealed properly and is causing leakage."